Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 586 mg/dl. Customer stated that they used 2 infusion sets already but it was not going down. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using syringe. Customer does not alleged insulin pump was under delivering. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated that high performance test passed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.